Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer and confirmed that there was a delay in the start of precleaning, which indicated that the reprocessing was not conducted properly. Based on the results of the investigation, the foreign material identified was silicone rubber found in the air/water nozzle. The origin of the material could be rubber parts used for packing the air/water valve, reprocessing-related accessories, etc. We presume that rubber pieces from these parts have fallen off due to repeated use and accidentally entered the air/water channel. There was no damage to the area where the foreign material was detected. The instructions for use state the inspection method associated with the event as follows: we confirmed that the operation manual describes how to inspect for the suggested events in gif/cf/pcf-290 series ¿section 3.8 inspection of the endoscopic system.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.